Event description:
Phacoemulsification of right eye with an intraocular lens implant. Three weeks later pt underwent add'l surgery, including cultures of fluid from the right eye. Follow-up md visit "I suspect that this is going to be a sterile endophthalmitis".